Event description:
It was reported that a cartridge alarm occurred. The pump was reset, the customer loaded a new cartridge and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.